Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of catheter ((B)(4)) found catheter body with metal pin detached from catheter tip. Analysis of catheter ((B)(4)) found catheter sutureless connector with coring/tears/cuts in the seal, which meets the leak criteria. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving morphine 20mg/ml at 0.962mg/day, bupivacaine 20mg/ml at 0.962mg/day, and baclofen 1119.8mcg/ml at 53.8mcg/day via an implanted pump. Indication for use was noted as non-malignant pain. The patient had a routine "pre replacement" catheter dye study which failed and then they started to wean the medication in prep for replacement. There was a failed dye study. Initially there were no symptoms but after the dye study the patient started to become irritable. The pump was replaced due to "11 months to elective replacement indicator (eri)." The pump settings were examined on (B)(6) 2016, and the estimated eri was 4 months. It was reported that there were no issues with the pump that was explanted. When the pump was replaced, the catheter was not flowing. At that point the catheter was removed and replaced. The pump and catheter was replaced on (B)(6) 2016. It looked like there was black material build up inside the tip of the catheter. The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.